Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 8 synergy ii drug eluting stent (des) was selected to treat the lesion. However, during preparation, the stent was damaged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was fine and was discharged in stable condition.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 8mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. A visual and tactile examination of the device found a break in the hypotube at approximately 437mm distal to the strain relief with multiple kinks along the catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 8 synergy ii drug eluting stent (des) was selected to treat the lesion. However during preparation, the stent was damaged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was fine and was discharged in stable condition.